Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, it was reported that the valve on the sheath was leaking and therefore it was difficult to keep the air free from the sheath. As transseptal puncture was already completed, the physician opted to complete the procedure with the original sheath. The procedure was completed successfully, and no patient complications were reported. The sheath is expected to be returned for laboratory analysis.